Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer did not recall blood glucose level at the time of incident. The customer was advised a battery may fail test if it has potential to cause pump to lose power without warning. The customer stated that the insulin pump was turning off by itself. Customer did not have new battery to troubleshoot. Insulin pump will not be returning for analysis.